Event description:
Physician reported that during a regular mammography and ultrasound check-up, patient was diagnosed with an intracapsular rupture of the right side device, which was later confirmed by an MRI scan. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., d.4., g.1., h.4., h.6.

Event description:
Physician reported that during a regular mammography and ultrasound check-up, patient was diagnosed with an intracapsular rupture of the right side device, which was later confirmed by an MRI scan. The device has been explanted. This record relates to the right side.